Manufacturer narrative:
Additional information: cec adjudicated the event as non-q-wave mi (vessel unknown), 3rd udmi spontaneous. Correction: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, two resolute onyx drug-eluting stents were implanted in the lad. Approximately 5 months post procedure, patient suffered chest pain was treated with medication. Chest pain was suspected to be nstemi due to elevated troponin. Investigator assessed event is not related to device or anti platelet medication. Sponsor assessed event is possibly related to device but not related to anti platelet medication.

Manufacturer narrative:
Additional information: lot# updated. Clarification: the index procedure occurred on the (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.